Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that initially their device was not working; however, later the patient stated that they felt intermittent stimulation. The patient did not have their patient programmer with them during the call for troubleshooting. This occurred about a month ago in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.